Manufacturer narrative:
Product event summary: analysis found that the cable transition was damaged and the cable and the casing were glued together by the customer. The case and cable transition were replaced. The device then passed functional testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer for an inspection. It was analyzed and tested out of specification. There was no patient involvement.